Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that external stress applied to the subject device ultimately led to the reported failure modes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the subject device was presenting a dark image, had a severely damaged light guide bundle, a chipped light guide cover, and residual liquid inside the light guide cover glass. This event had no patient involvement.